Manufacturer narrative:
The unit has not been returned for investigation. We have reached out to the user facility for additional information and to request that the unit be returned to belmont for evaluation. A review of the manufacturing records indicated nothing notable. No patient injury was reported. We will reach out to the hospital an additional time to try to determine the lot number of the disposable set. Should additional information become available, a supplemental report will be submitted.

Event description:
We received a report from the hospital biomed that the unit "overheated" during use in the emergency room.